Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device has been returned. G3: report source is also company representative. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: investigation flow: broken: visual inspection: the matrixneuro screw was received with the very distal tip of the screw broken off. As reported, the distal portion of the threads were not returned. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, it was determined that the received condition does agree with the complaint description. Document/specification review: the relevant drawings were reviewed; the design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: the overall length of the screw measured 3.45mm which is not within the specification per relevant drawing. This confirms the broken condition and is due to the post manufacturing damage. Inspection of distal threads could not be conducted due to the post manufacturing deformation and the tapered profile of the threaded shaft at the break. However, the outer diameter of the threads measured and is within the specification per drawing. Device history record and material review: a device history review for the device and the material could not be performed as the lot number is unknown. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Patient factors, including bone density, and the surgical technique are unknown. Information regarding the recommended surgical technique is provided in the matrixneuro cranial plating system technique guide. Conclusion: the complaint condition is confirmed as the distal tip of the device is broken off. However, no design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: jey, gxr. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, the tip of the matrixneuro screw broke off. The tip of the device remains embedded in the cranial flap. The rest of the broken screw was retrieved. This report is for one (1) titanium matrixneuro screw 4mm. This is report 1 of 1 for (B)(4).